Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. A leak was observed and the image returned to normal after the scope was left to dry for 24 hrs. Based on the results of the investigation, the issue is attributed to an electrical component problem. However, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope image appeared noisy during setup/inspection prior to use. There was no reported patient involvement.